Event description:
Procedure: low anterior resection. Reportedly, the instrument fired, but the jaw would not open. The tissue had to be cut for the device to be released. No further patient injury reported.